Event description:
It was reported that during the implant procedure, the lead was fixated to find a suitable position. After unscrewing once it was not possible to screw the helix of the lead into the myocardium. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the lead helix disengaged from helical channel. It was further observed that there was blood/body fluid on the distal conductor, blood in/on the helix/lobe mechanism, and a tip seal observation. The helix would not extend due to being over retracted. The full lead was returned for analysis.